Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged one day post implant. This lead was explanted during a lead revision procedure, and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned, dried blood and body fluid was noted in the lead lumen. Cuts were noted in the insulation from 268 , 272 mm from the terminal pin. The cuts were likely due to removal of the suture sleeve. Continuity testing was performed and confirmed this lead was electrically continuous. A guidewire would not pass through the lead lumen due dried body fluid in the lead lumen.